Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. One clip was implanted, without issue, reducing mr to 3+. To further reduce mr, a second clip (00825u173) was advanced. Imaging was challenging due to the anatomy. Grasping attempts were unsuccessful and leaflet injury was noted. The clip was not implanted and was removed. Mitral valve replacement surgery was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported positioning failure appears to be due to visualization challenges. The reported poor image resolution was due to anatomical condition/operational context. The reported unspecified tissue damage appears to be due to positioning failure. The reported patient effects of surgical intervention and hospitalization were a result of case specific circumstances and the patient underwent mitral valve replacement surgery.